Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4) . The lot # 300276975 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. H3 other text : device not returned.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, they noticed the coating/insulation of the jaws of the cutter had come off and fallen into to tunnel of the patient. They were quickly able to retrieve and remove it with the jaws of the cutter. Not knowing if the hemopro was safe to continue to use without the coating on the jaws, they opened a new hemopro and finished the case without any further incident. No harm to the patient.